Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two flexiva 200 tractip laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, both laser fibers broke in the cystoscopy sheath prior to the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a follow-up report will be submitted.